Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1588tnt2 fibertag tightrope ii abs needle came off the suture before it was passed through the tendon. This was discovered during a procedure. Additional information requested

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on CAPA-484.